Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: etlw1624c124e sn (B)(4), expiration date: 2017-09-28, UDI # (B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with leg pain. A CT scan revealed that there was a right limb occlusion and the limb had narrowed at the level of the aortic bifurcation. A procedure was performed to cannulate and declot the limb. The physician was able to pass a wire through the occlusion. They then used a fogerty catheter to pull the clot from the limb. Several passes were made and the clot was successfully removed. The right limb was then lined with a 16x24x124 endurant iliac limb and ballooning was performed. The physician then opted to reinforce both iliac limbs at the native bifurcation using 2 balloon expandable stents. An angiogram was performed and showed that both limbs were patent and the procedure was completed. It was noted that the event resolved. The physician stated that the cause of the event was due to patient anatomy; specifically, a tight native distal aortic neck. No additional clinical sequelae were reported and the patient is fine.